Event description:
It was reported that when using the bd pyxis¿ medbank tower aux the drawer 9 was not opening. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) removed the rear panel of the device for inspection and observed that there were no indicator lights on the mini drawer controller board. The fse proceeded to remove and replace the faulty controller board with a new unit. The cubix technical support was contacted to assist with recovery of the matrix drawers within the application. A diagnostic was then performed using the hardware test application (hta), confirming that all drawers were functioning properly. The system functioned as intended after the field service engineer repaired the device.